Event description:
The account alleged the head section will not rise from the right or left siderail nor will it from the manual operation.

Manufacturer narrative:
The account replaced the head up valve to repair the bed.